Manufacturer narrative:
The reported complaint was not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. Ther were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process control's were within specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visible. Broken fibers were identified in the dialyzer. Blood test strips were used and tested positive. The machine did a alarm. Estimated blood loss was 50ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample was discarded by the user facility and was not available for manufacturer evaluation.